Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Diabetic management consultant viewed alarm history and it revealed no delivery alarms approximately every 5 minutes before hospitalization.